Event description:
An implantable cardiac defibrillator (ICD) system was returned from a competitor with no information. Information identified in the manufacturer's database indicated the patient died approximately eight months post implant of the defibrillation lead approximately four and a half years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and met eighty percent of expected longevity. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was stretched, the outer insulation was breach cut, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was stretched, the outer insulation was breach cut, the outer insulation had a cosmetic depression and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.